Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart rate in the high 20's. The right ventricular (rv) lead exhibited unstable thresholds, elevated thresholds and loss of capture. The implantable pulse generator (ipg) exhibited loss of capture. The lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.